Event description:
The customer reports that the system was giving an "error 253", communications error code, and will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the control panel processor pcb and control panel processor I/o pcb. He booted the system 10 times error free. The system is working as intended at this time.